Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure at the second location the catheter for the atrial leadless pacemaker (alp) had resistance when attempting to go into long tether mode. At this point the alp detached from its location, pulled into the catheter, and was removed from the body. When the catheter was removed from the introducer, the alp detached from the tethers and was protruding from the valve of the introducer and the helix sprung. The device was removed, and a new alp was implanted without incident. There were no patient consequences.

Manufacturer narrative:
The reported events of "resistance when attempting to go into long tether mode" and premature separation were confirmed. As received, a catheter was returned in one piece. Visual inspection of the catheter did not find any anomalies. X-ray examination found both tethers in the transition zone were buckled and fractured with no damage noted to the torque coil. Unable to perform additional testing due to the condition of the tethers in the transition zone as received.